Manufacturer narrative:
The hinge pine is broken off resulting in the jaws not functioning. The shaft is bowed - this supports the possibility that too much force was applied when dr was using this stone crushing instrument. The condition of this instrument is consistent with damage caused by mechanical overload.